Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the peeled bending section cover, the most probable cause of this complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a peeled bending section cover. There was no patient involvement.